Manufacturer narrative:
(B)(4).investigation completed and product evaluated with no issue on returned meter; meter is functioning properly.most likely underlying root cause of malfunction: strip issue.

Event description:
Customer complains of lo results (less than 20mg/dl). Customer states that feels well and requires no medical attention. The customer's expected blood result is 150-165mg/dl fasting. Verified the strips expire 7/31/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. (B)(6). Memory concerns:"lo".